Event description:
It was reported to boston scientific corporation that a jagwire was used druing a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (age, sex and weight unknown) according to the complainant, the physician faced difficulty advancing the jagwire into the bsc tome and noted the the coating of the jagwire peeled off. The physician also faced difficulty removing the jagwire from the bsc tome and removed both devices from the patient and completed the procedure with another of the same devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has been received but evaulation not completed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (age, sex and weight unknown) according to the complainant, the physician faced difficulty advancing the jagwire into the bsc tome and noted the coating of the jagwire peeled off. The physician also faced difficulty removing the jagwire from the bsc tome and removed both devices from the patient and completed the procedure with another of the same devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
Was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (age, sex and weight unknown) according to the complainant, the physician faced difficulty advancing the jagwire into the bsc tome and noted the coating of the jagwire peeled off. The physician also faced difficulty removing the jagwire from the bsc tome and removed both devices from the patient and completed the procedure with another of the same devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Visual inspection was performed and distal tip of wire was inspected. The pebax tip exhibits evidence of being present, intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed. The entire length of teflon sleeve (polytetrafluoro ethylene (ptfe) jacket) was examined. It was observed that several sections along the ptfe jacket surface exhibits evidence of being damaged. Upon further examination, the ptfe jacket surface appears to exhibit clear indications of having been skived by some type of device. The specimen wire does not present any obvious indication of manufacturing defect or anomaly. No other damage or inconsistencies were noted to this specimen at this time. The device history record was reviewed and no issues or anomalies were found. No other similar complaints have been reported for this lot number. The root cause of failure could not be determined with certainty. However, based on the evidence presented by the specimen, there is a high likelihood that the probable cause for the failure reported was cause by another device. In terms of the difficulty removing, withdrawing, and advancing, it is possible that due to the damage noted to the ptfe surface at several sections performance was limited. Customer did not allege having seen the damage prior to use. Therefore, clinical practice or procedures may have impacted on the event as reported. The risk of the reported event is noted within the labeling as follows: the dfu cautions "do not use with metal-tip catheters. Withdrawing the guide wire through a metal tip catheter may damage surface of guide wire". (B)(4).